Manufacturer narrative:
(B)(4).

Event description:
It was reported that during prior to use testing, a tracheal tube cuff was found to have a leak and did not fully deflate. There was no patient involvement.

Manufacturer narrative:
Covidien reference: (B)(4). The sample was not returned for investigation. All manufacturing controls were reviewed and found acceptable to identify the reported malfunction. An inflation deflation test is performed on all products prior to release from the lot.

Manufacturer narrative:
Medtronic reference # (B)(4). The sample was returned and evaluated. During inflation testing, it was observed that the cuff would not hold air. A visual inspection observed the cuff presented a small cut. Manufacturing process and testing methods were reviewed. All manufacturing controls were found acceptable and verified that the confirmed condition would have been detected prior to release for distribution.